Manufacturer narrative:
H6: physio-control further evaluated the downloaded electronic records and verified the reported issue. Physio-control was unable to reproduce the reported issue. The system pcb assembly was replaced as a precautionary measure and some other unrelated repairs were performed. Proper device operation was then performed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would unexpectedly power off when different button are pressed, such as the print button. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would unexpectedly power off when different button are pressed, such as the print button. There were no reports of patient use associated with the reported event.